Event description:
A pt reported that they got an error 4 on their meter. They had a seizure and then they tested on the meter with a results of 360 mg/dl. They were then taken to the ER and the hosp meter reading was 87 mg/dl. The time difference between their meter and the hosp meter reading was 5 hours. They were released at midnight. They then tried to use the meter and repeatedly got the error 4 message. This issue was not resolved with troubleshooting. No further info has been reported.